Event description:
It was reported that a user experienced recurrent nighttime low blood glucose and intermittent high blood glucose in the context of missed or delayed meal announcements and periods of disconnection from the infusion set without using the pause feature, which led the ilet system to deliver correction doses based on continuous glucose monitor (cgm) data while the user was not receiving insulin. Symptoms included hypoglycemia and hyperglycemia ranging from 54 mg/dl to 400 mg/dl. Outcomes included user education, initiation of a full reset to allow the ilet algorithm to relearn, and assignment for additional training. Investigation included review of device reports and prior training documentation, real-time troubleshooting, and counseling on proper use of meal announcements, correction boluses, pausing during disconnection, and snack announcements after relearning. Investigation of this case revealed use-related factors, including inconsistent meal announcements and unpaused disconnections, that likely led to algorithm maladaptation and subsequent post-correction hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.